Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown, date implanted - approximately 20 years ago, manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total hip arthroplasty approximately twenty years ago. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. All components were removed and replaced with competitor product.